Event description:
It was reported that the "leftside c-arm button used to raise/lower the c-arm gets stuck and the c-arm goes to the end of its track and stops." Gantry still moving after seithc released. No injuries reported. The fse replaced both the right and left side gantry switches and the unit is performing to hologic specifications. No additional details available at this time.